Manufacturer narrative:
The wrap has been received for evaluation, but the investigation is not yet complete. The wrap will be visually inspected; upon completion of the investigation, a follow-up report will be submitted. It was reported that there was no injury to the patient.

Event description:
Our distributor received a report from the user facility that the curewrap leaked while attached to the machine.